Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced lo readings on 75 level. Black chemistry observed. The most likely root cause is black chemistry due to improper storage.

Event description:
Customer complains of lo results. The customer's daughter (B)(6) called on behalf of her mother: who states that she feels well and requires no medical attention. The customer's expected blood result is 70-120mg/dl fasting. Verified the strips expired 5/20/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. The daughter did say there has been moisture issue in the home. Reviewed meter memory: (B)(6). The customer is concerned with the results of the lo in the meter's memory. The date and time on the meter is incorrect.